Manufacturer narrative:
Device unique identifier (UDI)# (B)(4). Approximate age of device - 1 year, 1 month. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported driveline infection could not be conclusively determined. The instructions for use list driveline infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records including sterilization and packaging documentation revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency department with redness and pain from the driveline exit site. The patient had a fever and elevated white blood cell count. The patient was admitted on (B)(6) 2016. A culture sample was positive for staphylococcus aureus and the patient was administered IV antibiotics. The patient remained on suppressive antibiotics and was discharged on (B)(6) 2016.